Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that the physician wanted to replace the pump because the patient was already in surgery for the catheter instead of bringing the patient back in on a future date for a pump replacement. There was no device issue with the pump.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient who was receiving bupivacaine 13.771 mg 30.0 mg/ml dilaudid (hydromorphone) 1.1476 mg 2.5 mg/m via an implantable pump. It was reported that the healthcare provider (hcp) reported that the patient had loss of efficacy due to kink in catheter. There were no known environmental/external/patient factors that may have led or contributed to the issue. On (B)(6) 2025, a dye study was performed. On (B)(6) 2025, the catheter was explanted and replaced with a new 8780. The issue was resolved. The healthcare provider (hcp) has no further information for medtronic.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 26-oct-2022, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.